Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that therapy episodes were unable to be retrieved and viewed with the programmer. A save to disk format had to be sent to a separate location where the information was able to be retrieved and sent back via email. The user reported that when an interrogation was attempted with the programmer, it did not show the interrogation option as available. No further patient complications have been reported as a result of this event.